Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to ohm out the speakers and look for 7 ohms. It was also advised that the customer remove the power management board and inspect the connection to the central processing unit (cpu). If no issues are found, the customer was advised to replace the cpu. The customer reported that there was a bad solder connection on the power management speak. The connection was repaired and the issue resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit logged an error (primary alarm failed). There was no patient involvement at the time the issue was discovered.